Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump had motor error alarm. Customer blood glucose at the time of incident was 64 mg/dl. Troubleshooting was not performed. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in. (B)(4).

Event description:
It was reported that the insulin pump had damage near the battery and reservoir compartment, frequent unexplained no delivery alarms. There was no damage to the reservoir lip ring.